Event description:
A report was received that the patient was not able to couple the charger with the ipg after a previous revision (MFR report #: 3006630150-2013-01982). The physician believed the ipg was buried too deep. The patient underwent another revision procedure wherein the ipg was replaced and the leads were revised. The reason for lead revision was unknown. No device malfunction was suspected. The patient was doing well after the procedure

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was not able to couple the charger with the ipg after a previous revision (MFR report #: 3006630150-2013-01982). The physician believed the ipg was buried too deep. The patient underwent another revision procedure wherein the ipg was replaced and the leads were revised. The reason for lead revision was unknown. No device malfunction was suspected. The patient was doing well after the procedure.

Manufacturer narrative:
Additional information was received that the leads were also revised because the leads had moved.